Event description:
It was reported to philips that the device would intermittently display a red x in the rfu indicator coincident with an audible chirp. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.